Manufacturer narrative:
(B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Left hip revision. Ind post total hip, approximately 2 weeks. No delay in surgery.